Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the error 1 would not clear while performing a random function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.